Event description:
It was reported that high pacing impedance and high capture threshold resulting in loss of capture was observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The physician alleged lead damage to be the cause of the event, but this was not confirmed. The patient was in stable condition.

Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained. Further information was requested but not received.